Event description:
It was reported that a patient presented for a routine generator change. Prior to the procedure, it was noted that the right ventricular lead exhibited noise oversensing which resulted in pacing inhibition. Programming changes were made. The patient was stable.